Event description:
The customer received high out of range control readings of 174, 351 and 339mg/dl on her contour meter. While checking the memory of the meter during the call, it was discovered the readings were not automatically marked as control tests, which will be displayed as a blood results when accessing the meter¿s memory. No adverse event was alleged. The issue was resolved during the call. Product will not be returned for evaluation.